Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged possible hemolysis on the plasma collection system during the last return cycle. The operator noted the plasma was a red color and a kink in the effluent line of the plasma bottle. Cells were returned to the donor. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 and alleged possible hemolysis on the plasma collection system during the last return cycle. The operator noted the plasma was a red color and a kink in the effluent line of the plasma bottle. Cells were returned to the donor. No donor injury or reaction reported. No operator injury reported. The device was evaluated in the field by haemonetics on (B)(4) 2011. The field service engineer found the donor pressure monitor (dpm) out of calibration. The dpm was adjusted back into calibration and meets spec. As the dpm would monitor the amount of pressure in the donor line, this may have an impact on the cells if it failed to detect high pressure. No disposable samples were available for evaluation. No non-conformities found in the review of historical records for the disposables. The solutions used during the procedure were not made by or for haemonetics. Hemolysis was not confirmed by the customer . No blood sample was available for analysis. The operator made their determination of hemolysis based on experience. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. As the operator failed to end the procedure, there is a potential injury to the donor from hemolysis. No injury was reported by the center. If more information becomes available a follow up report will be filed.